Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a tactile changes/unresponsive issue. The reporter stated that there was an intermittent response to unknown keypad buttons. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1, date of submission 01/31/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 01/17/2014 with the following findings: the keypad cover was observed to be intact. All keypad buttons responded intermittently to testing. The keypad cover was removed and contamination was observed under all the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.